Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the 13th january 2012 and performed to specification up to the 2nd november 2014. The device failed multiple self-tests due to a low battery up to the 5th december 2014. An increase in voltage, later on this date, would suggest a further pad-pak was installed. The device records multiple manual power ups on the 16th october 2015 and then between the 3rd march 2016 and the last log entry on the 4th april 2016. A test pad-pak was inserted into the device and the device passed a self-test. Most of the instruction leds remained illuminated indicating a fault. The device powered off with a memory full warning and a flashing green status led. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Most of the instruction leds remained illuminated and the device was found to be giving CPR advisor prompts. The device was observed switching on automatically confirming the reported fault. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. The fault was witnessed at heartsine and the measurements taken during the investigation would suggest a failing membrane. The fault was traced back to damage caused by corrosion on the membrane tracks. The fault could not be replicated with a good membrane fitted.